Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The patient reported going to the emergency room and being admitted to the intensive care unit (ICU) due to vomiting and being really dehydrated. She was drinking a lot of gatorade, water, and soda but was not feeling well. She stated that the pod stopped delivering insulin and caused her blood glucose to be very high. The patient levels reached 728 mg/dl while wearing the pod on her abdomen for between 4 and 24 hours. The patient tried treating herself with several boluses (8-10 units) and increasing her basal (4 hours to 65%). At the hospital, the patient was diagnosed with diabetic ketoacidosis. Treatment included an IV for dehydration, an insulin drip, and something for her headache. She also received an antibiotic for an infection due to her white blood cells being out of balance, they were elevated and her potassium was low. The patient's pulse was also elevated, she found it difficult to breathe.